Event description:
A caller reported that the insulin pump gauge displayed an incorrect fill estimate. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge.